Event description:
It was reported that the physician was attempting to treat a lesion exhibiting 90% stenosis in the lcx. The lesion was pre-dilated and an attempt was made to use an endeavor resolute (rx) drug eluting stent to treat it but the device could not cross the lesion due to the excessive tortuosity of the vessel. It was reported that the endeavor resolute device had been prepped as per IFU prior to use with no reported issues. The physician used another endeavor resolute stent to complete the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. Evaluation summary: the device was returned for analysis. The stent was deformed and stretched from the 1st to the 5th distal segment. The stent was positioned distally beyond the distal marker band due to the stretching of the stent segments. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology - 90% stenosis and excessive vessel tortuosity). Deformation issue (stent) evaluation codes: conclusions 50 device failure related to patient condition (lesion morphology - 90% stenosis and excessive vessel tortuosity). Known inherent risk of a procedure (stent deformation). (B)(4).